Manufacturer narrative:
This was initially reported on the summary report dated (B)(6) 2014 under exemption (B)(4). Lawyer-filed report.

Event description:
Additional information received indicated that the cause of death were reported as cardiopulmonary arrest with anoxic brain injury, acute hypoxic respiratory failure and asthma exacerbation.

Event description:
It was reported by the plaintiff's attorney that the plaintiff's attorney that the plaintiff experienced chronic vaginal pain. Furthermore, it was reported that the plaintiff died. No cause of death was reported.